Manufacturer narrative:
On march 1, 2022, mentor became aware that the suspect medical device was discarded, the patient's capsular contracture was baker grade IV, and the patient was also diagnosed with late onset seroma. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture, late onset seroma.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the suspect medical device was a 675cc siltex chp lumera gel (catalog: 3241501 lot: 5615367 sn: (B)(6). On (B)(6) 2022, mentor also became aware that the patient was scheduled for implant removal on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the replacement devices were the following: (left) 700cc mentor memorygel breast implant catalog: 3544700 lot: 7646341 sn: (B)(6) and (right) 700cc mentor memorygel breast implant catalog: lot: 3544700 7642062 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor gel implant on the left breast, suffered left breast discomfort, hardening and breast implant rupture, post-procedure. The rupture was diagnosed via mammogram and ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).